Manufacturer narrative:
The returned product was evaluated and found to have terminated in a hazard alarm, a safety feature not considered a malfunction. The root cause of the alarm could not be determined conclusively. Investigation results found a slight bend in the soft cannula which likely caused the increase in pulse widths during run. It is unclear what caused the bend or when it occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/2017. Checking your blood glucose 4 / page 36. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient¿s mother reported her son¿s blood glucose (bg) reached 338 mg/dl and that the pod generated a hazard alarm at 1:39 am. The patient's mother was able to give a manual injection of insulin (exact amount was not provided) and his bg levels lowered to 120 mg/dl. The pod was worn between 4 and 24 hours on the leg.